Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A manufacturer representative reported that outside of a procedure, there was an unexpected reboot of the imaging system when turning the system on. Once the system turned on the issue resolved. There was no patient present when the issue was identified.